Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was severed and that both portions of the lead had been returned. Visual analysis noted there was body fluid through the lead lumen and the tip was missing from one of the segments. It was noted that the insulation ended and that electro-cautery had melted insulation. Conductor coils were stretched and/or deformed. The extraction stylet was returned stuck in the lead, and the point at which the extraction suture was tied down was also noted. It was determined that these observations were induced in the field. The lead was also tested and passed continuity testing with manipulation. The allegation of rising/high impedances was not confirmed through electrical testing.

Event description:
Boston scientific received information that, impedances had started at 1250 ohms, and had been increasing about 200 ohms per year for several years. At the beginning of this year, lead impedances were in the mid 1900's. A pacer change out procedure was performed and it was noted that impedances had increased to greater than 2000 ohms. High pacing thresholds were also noted. This rv lead was extracted and replaced. No adverse patient effects were reported. It is not expected that the lead will be returned.